Event description:
Customer received control results of 31 and 30 mg/dl prior to the phone call and a 41mg/dl during the call. Range is 102-140 mg/dl. No adverse events alleged. Customer strips were replaced and she is expected to return her strips for evaluation.